Event description:
The following information was provided by the treating facility. The following information was provided by the treating facility: the patient was admitted to the hospital for coronary intervention due to unstable angina two lesions were treated with cypher stents as follows: mi circumflex artery (mid cx) - cxs28250/a1204181. First obtuse marginal branch (omi) - cxs28250/a1204779. No other vessel/lesion characteristics are noted. Following implantation of the cypher in the omi - a dissection was noted distal to the stent. This was treated with balloon angioplasty. Medications administered during the case included heparin and integrillin. The patient was discharged the following day on aspirin and plavix.